Event description:
It was reported that the patient was not getting an adequate pain relief as the physician did not place the leads on the right spot. The patient underwent a revision procedure wherein the ipg was replaced and an additional lead was implanted. The patient was doing well postoperatively. The explanted ipg was not returned as it was retained in the hospital.